Event description:
A report was received that a pt went to the ER because she felt pain due to device overstimulation. The ER physician prescribed pain medication for the pt. Additionally, the pt's ipg is flipped in the pocket and she will require a pocket revision to address her complaint of difficulty charging. The pt has pneumonia and is waiting to be cleared by her pulmonologist for the pocket revision surgery.

Manufacturer narrative:
The pt's physician reported that the pt is now able to charge her implant without a problem and without any intervention. The physician believes the pocket pain is associated with the pt's complex regional pain syndrome (crps) and not device related. The physician did not believe a pocket revision was warranted at this time. Corrected info: an initial report was filed with the MFR report # 2029203-2009-00181 on 02/27/2009 (date received by MFR was 02/06/2009). The correct MFR # for this report is 2029203-2009-00928. This is the final report.